Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pulse generator showed that the right atrial (ra) lead had low impedance measurement and noise oversensing resulting pacing inhibition due to insulation damage. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.